Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain at the ipg site whether stimulation is on or off. Relief is only achieved when the patient sits in a certain position. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model.